Event description:
Hello, I am very concerned that I have become ill due to the connection between cell phones and amalgam fillings. I believe the connection may cause excessive mercury poisoning symptoms. I was driving sometimes over 40 hours a week with the (B)(6) rideshare app and could feel electric signals hit my dental amalgam fillings. I became ill and was diagnosed with thyroid cancer. Some research studies are now claiming more mercury is released from amalgam fillings when near cell phones. The FDA has been currently reviewing amalgam fillings with cell phone use. I called (B)(6) customer service several times and was very aggressive with them and beyond aggression had other symptoms of mercury toxicity. I am concerned other drivers with amalgam dental fillings on the road may experience mercury symptoms (which can cause insanity and be lethal) due to their long hours on the road. The FDA allowed cell phones on the market without proper research into how they might affect amalgam dental fillings and the overall health of users with both the dental fillings and who use the cell phone device. The rise of thyroid cancer has mirrored the rise of cell phone use in the united states. The mercury in the screens may be part of it, I am not sure as I am not a scientist. I have noticed heightened symptoms of mercury release in people who use overuse/ constantly use computers / electronics also such as aggression, anti-social behavior, anxiety. My brother plays computer games 40 hours a week and has had these symptoms since he was a teenager and had the metal amalgam fillings put in. He has had severe dermatological interactions too. He is (B)(6) y/o and has never had a job because his mental confusion and social anxiety levels are so high. While I did not have any severe longterm symptoms or sickness until recently, I did not use electronics extensively until I started driving for (B)(6) 40 hours a week. In college sometimes I would have mild brain fog fro using computers. It took me nine yrs to get a bachelors degree, because of brain confusion in trying to scheduled / chose majors. It is a real issue. My brother is (B)(6) and has been in college since he was (B)(6) and still hasn't gotten a degree. He has had severe mental anxiety, confusion and dermatological issues since the amalgam fillings were put in, but like I said he uses the computer / internet / wireless / games forty hours a week and uses it for school work. I found this research study done in pakistan which might explain why we have had these symptoms. Date: 2008, title: mercury release from dental amalgam restoration after magnetic imaging and following cell phone use. Pakistan journal of biological sciences. This study found people who use mobile phones have an accelerated release from dental fillings. The study can be viewed on pubmed 18819554; please do a similar study to confirm findings. I am very concerned rideshare drivers, teens who overuse cell phones / computers and have dental amalgams may be more likely to have aggressive illegal behavior. School shootings, shootings at fast food restaurants, and other 'crazy' unexplained crimes have been happening around us. It could be because of mercury release in dental fillings. I felt extremely aggressive driving for (B)(6) and would come home with mental health symptoms and often called customer service at (B)(6) to yell at them to release my aggression. Sometimes eating dairy tastes like disinfectant, I have had more hair fall out than normal, weight gain, a kidney stone, thyroid cancer diagnosis since I started driving for (B)(6) in 2016. I have become very sick in a matter of three years of constant cell phone use. I participated in care study la california regional exposure study in 2018. They found my blood level was 1.8 ug/l. I plan to do another blood test to see if my result has changed. Rideshare drivers with amalgam fillings and high blood mercury levels may become a danger to others on the road. Amalgam fillings (several, maybe eight on five teeth). FDA safety report ID# (B)(4).